Event description:
The customer reported that the device might not deliver therapy in AED or manual mode. There was no patient harm.

Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.